Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2309302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. During manufacturing, leakage testing is performed, penetrating the membrane ten times to verify if any leaks occur. Testing was reviewed for lot 2309302, all results were found to be within specification. Retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the injector along with a sample component ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material#: 515056 batch#: 2309302 verbatim: good morning suzie! I had 2 nurses report 2 separate instances of chemotherapy being left on the connector when it was pulled apart from the injector. In one instance, they were doing a doxorubicin push and was able to see the red drug left on the connector. The nurse stated she had to wipe the piece off with an alcohol wipe due to the amount of medication left. She also reported in this instance, that she could see medication left down in the injector as well. Unfortunately the pieces were not kept; however, we have the lot number from the supply. Connector lot# 2308501 injector lot# 2309302 additional information: 1. 1 occurrence that is documented (verbally told 2, but only 1 incident was documented) 2. No pictures 3. Treatment was never stopped or affected by the issue 4. Patient outcome was just fine. They received their treatment and went home